Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switching on stored egm from a remote transmission was observed. Upon further review, it was noted the device appeared to be oversensing far-field r-wave on the atrial channel. Programming changes were discussed.